Event description:
The report states that while in use on a patient, the "pump allegedly stopped pumping and did not divert to ap signal while in autopilot mode when ECG leads were lost". The issue was resolved as "biomedical engineering pressed pump off on screen and then pressed pump on. Issue resolved itself". No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our multiple requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The reported complaint of "pump allegedly stopped pumping and did not divert to ap signal while in autopilot mode" was not able to be confirmed as no part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states that while in use on a patient, the "pump allegedly stopped pumping and did not divert to ap signal while in autopilot mode when ECG leads were lost." The issue was resolved as "biomedical engineering pressed pump off on screen and then pressed pump on. Issue resolved itself." No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our multiple requests for additional information. If further information is received, the complaint file will be updated.